Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar cautery instrument associated with this complaint and completed investigations. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. There was no material missing as a result of the tube adapter break. Additionally, the instrument was found to have one of the electrical contacts of the conductor wire broken. The broken piece measures approximately 0.87mm x 4.00mm. The broken contact was not returned with the instrument. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar cautery instrument was observed to have a distal tip of the arm broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: no fragment fell into the patient and there was no injury or complication to the patient.